Event description:
Report rec'd of a non-delivery of an antibiotic. The pump was programmed in the intermittent mode to deliver zosyn 3gm (100ml) every 8 hrs with a kvo rate of 1.5ml/hr. The container size was approx 350ml. According to the customer contact, the pt returned to the clinic the day after the infusion was set up and reported that the pump kept alarming with an unspecified alarm. The IV was infusing via a left antecubital 4 french PICC line. It was reported that the pump history showed that the medication had infused, but the IV bag was still full. There were no interventions required for the pt. There was no reported adverse pt effect.